Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: illumination lens bonding area was peeled, the objective lens bonding area was peeled, burn marks on the tip and adhesive joint between the distal end and light guide cover was missing. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: known inherent risk of device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited the illumination lens bonding area was peeled, the objective lens bonding area was peeled, burn marks on the tip and adhesive joint between the distal end and light guide cover was missing. There was no patient involvement.